Manufacturer narrative:
When the catheter was first received at boston scientific's post market laboratory the device was first visually inspected, and no abnormalities were noted. A guidewire was then inserted into the catheter and deployment was tested. The catheter was able to deploy to all states without issue and the shape of the spline array appeared normal and without bunching or inversions. Test ablations were performed successfully with the catheter, and no electrical issues were observed. Additionally, the catheter was able to be undeployed and showed no abnormal shape or resistance that would have led to difficulty withdrawing the catheter.

Event description:
During a paroxysmal atrial fibrillation ablation, a farawave and faradrive were selected for use. During procedure, it was noted that catheter had one petal which looked slightly bent, the tech proceeded to use it, after half the case the catheter began to bunch and create error messages. It was tried to manually repair the catheter with no success. It was decided to replace the catheter, and it was noticed that the tip of the sheath was damaged, making insertion and retraction challenging. The sheath was replaced, and procedure was completed with no patient complications. The devices are expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation ablation, a farawave and faradrive were selected for use. During procedure, it was noted that catheter had one petal which looked slightly bent, the tech proceeded to use it, after half the case the catheter began to bunch and create error messages. It was tried to manually repair the catheter with no success. It was decided to replace the catheter, and it was noticed that the tip of the sheath was damaged, making insertion and retraction challenging. The sheath was replaced, and procedure was completed with no patient complications. The devices are expected to be returned.